Manufacturer narrative:
This supplemental report was created to update the entry in d6b: explant date.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The rv lead remains in service. Additional information indicates that the right ventricular (rv) lead was explanted due to infection. There were no additional adverse patient effects reported.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The rv lead remains in service.